Event description:
Patient reported "side exchange" and "feels weird, a little funny" and "discomfort in the middle of chest". Later healthcare professional reported "desire for silicone breast implants, baker grade 4 capsular contracture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "side exchange" and "feels weird, a little funny" and "discomfort in the middle of chest". Later healthcare professional reported "desire for silicone breast implants, baker grade 4 capsular contracture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and pain was received on june 05, 2025, with lot number 1239273. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Pain: unable to observe. As per the investigation procedure, opening and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer.